Event description:
It is reported that the device was implanted in 1998. At 10 years post-op, pt has a complication of 2 mm polyethylene linear wear. Pt is tolerating the complication, no revision is planned at this time.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary - device was in-vivo for approx 10 years. Devices, x-rays, item number, lot number and pt info like weight, activity level, build and sex are not available. No engineering analysis could be done with available info. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.